Event description:
The bladder biopsy forcep broke inside the patient's bladder while the instrument was being used by the surgeon. During the procedure, the bladder was irrigated with sorbital. The surgeon stated that after examining the bladder there was no patient harm and no retained pieces of the instrument.